Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for pressure on the heart and hyperglycemia, with a blood glucose reading of 587 mg/dl. The customer's diabetes clinical manager stated that prior to the event, the customer had been struggling with uncontrollable high blood glucose levels. The customer diabetes clinical manager further stated that the customer's insulin pump trainer had adjusted the customer's basal rates due to the customer having low blood glucose levels. Subsequently, the customer's blood glucose levels started running high and would not come down even after the trainer switched the customer from the silhouette infusion set to the mio infusion sets. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.